Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth and subsequently the patient underwent revision surgery to excise the skin under a local anaesthetic.